Manufacturer narrative:
Section b3: date of death corrected. Section d4: catalog number and primary UDI corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the reported events and patient outcome could not be conclusively established through this evaluation. Review of the device history record (DHR) for the centrimag blood pump, lot: l07725-la4, revealed no deviations from manufacturing or quality assurance specifications. The us centrimag blood pump instructions for use (IFU) lists right heart failure and death as adverse events that may be associated with the use of the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag vad, centrimag back-up console and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted with a heartmate 3 pump and a centrimag right ventricular assist device (rvad) on (B)(6) 2024. The patient experienced abrupt low flows with hypoxia, so the patient's rvad was converted to a veno-venous extracorporeal membrane oxygenation (vv-ECMO). The patient had worsening flows, so the vv-ECMO was converted to a venoarterial (va) ECMO on (B)(6) 2024. Pump speed was decreased to 3000 rotations per minute (rmp) by the surgeon when the ECMO was cannulated. Pump speed remained between 3000 to 4000 rpms until the time of explant. The patient was eventually explanted on (B)(6) 2024 due to excessive low flow alarms. The patient was taken back to the operating room and found to have an extensive clot from the left ventricle, pump, outflow graft, and into the aortic root. The event log files captured constant low flow events on 31mar2024 with the fixed and low set pump speeds at 4000 rpms. The pump was disconnected on (B)(6) 2024 at 08:54. The patient was supported by va-ECMO after the surgery. The patient passed away on (B)(6) 2024 due to right ventricular failure. It was unknown if the outcome was device related. The pump did not operate as expected as it was explanted.